Event description:
It was reported that this left ventricular (lv) lead showed a pacing impedance out-of-range spike on the impedance trend, and intermittent capture. No noise was noticed. Technical services discussed the case and recommended bringing the patient for in-clinic troubleshooting, and re-program the device to solve the issue. This lv lead remains in service and no adverse patient effects were reported.